Event description:
Caller reported damage to the pump housing and surrounding usb port after the pump was dropped and hit the ground. There was no adverse impact to the customer's blood glucose level. Technical support resolved the issue by sending a replacement pump and providing instructions to the caller for returning the damaged pump to tandem. Caller was advised to program settings and connect their cgm to the replacement pump. The caller confirmed understanding of the instructions. Customer will continue to use current pump.